Event description:
The pt reports increased pain at the base of the spine into the left leg and profuse sweating. The pt reports no falls or trauma. The pt reports feeling like the pump has moved and is pressing on their hip bone. The pt's hcp reportedly performed a CT of the pump area and believes there may be a bone spur. The pt has also resumed hormone medication which reportedly has helped with the sweating. Add'l info has been requested from the hcp but was unavailable on the date of this report.